Event description:
Reference number (B)(4). Event occurred in the united states. On 29-april-2024, it was reported by the patient that infusion set fell off due to which hyperglycemia occurs within 27 hours of use. High blood glucose level was 275 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information was available.